Event description:
In 2008, a male underwent initial aaa procedure. The grey positioner and the inner cannula were removed after the main body was place. When a sizing catheter was inserted, blood leakage from the hemostatic valve of the main body delivery system occurred. The amount of blood leakage was about 100ml. A 14fr sheath was introduced to the valve to stop the leakage. Patient outcome unknown.

Manufacturer narrative:
Evaluation: event is still under investigation.